Event description:
A surgeon reported that during a cataract surgery and intraocular lens (iol) implantation procedure, the lens was found deformed inside the company's cartridge. There was no contact with the patient, and the lens was not used. The issue was identified after the product was opened. The patient did not require any medical intervention related to this complaint. According to the surgeon, the patient was not impacted or harmed due to the device's performance. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(6). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). No cartridge was returned. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is bent/deformed. The complainant indicates the use of company injector which is not recommended for use with the associated iol model. The product investigation could not identify the root cause for the reported complaint the lens was deformed inside the company cartridge as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.